Event description:
The patient was diagnosed with deep venous thrombosis (dvt) and had an infrarenal optease inferior vena cava(ivc) filter placed above the dvt. It was recommended that the filter be changed in a couple of weeks. Eleven days post implantation, the filter was removed without complications. A venogram done that day detected a clot measuring about 25mm on the filter and a suction thrombectomy was done. The possibility of additional clots confirmed the need to replace this filter with a new optease ivc filter. Interventional radiologist indicated that "if desired, this filter should be changed or removed in 14 days." An attempt was made to retrieve the filter 14 days post implantation; however, the patient's international normalized ratio (inr) was higher than desired to go forward with the retrieval and the procedure was cancelled. Another attempt was made 17 days post implantation, but attempts to snare/hook the filter were unsuccessful and the procedure was terminated. It was decided to make another attempt to retrieve the filter in one week. Twenty four days post implantation, attempts were made to snare the hook on the optease filter. These attempts were unsuccessful despite using balloons to try and change the position of the filter. The patient tolerated the procedure well and there were no immediate complications. The risks and benefits of the procedure were explained to/accepted by the patient/family prior to each of the procedures.